Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Returned device exhibits signs of repeated use and the post has fractured off. Previous CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device; the devices have since been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasps were identified fractured during a routine inventory check. No patient involvement.